Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, patient underwent open reduction internal fixation (orif) surgery for femoral supracondylar fracture. During the procedure, a locking compression plate (lcp) was temporarily fixed in place. A 70mm locking screw was inserted into the screw hole behind the fourth row from the distal end and tightened with a torque screwdriver. X-ray images confirmed that the locking screw was too long, and it was decided to replace it with a shorter screw. The surgeon manually unlocked the screw with a screwdriver and attempted to pull out the screw using a power tool. The surgeon accidentally turned it forward and the screw head got stuck in the plate. The locking screw head was stripped when the surgeon tried to remove it manually using a screwdriver. The surgeon intentionally broke the screw head with a carbide drill bit and made an additional 1cm incision to remove the screw. The plate was then fixed with the correct screw. It was confirmed via x-ray that no metal fragments were left in the patient. The surgery was completed successfully within thirty minutes delay. Patient was stable. This report is for a 5.0mm ti locking head screw self-tapping 70mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is april 18, 2023. E3: reporter is a synthes employee. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 413.370s, lot 3222p69. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: november 29, 2022 manufacturing site: jabil grenchen expiry date: november 01, 2032 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.